Manufacturer narrative:
The slide assembly was returned to steris for evaluation, and it was found that the internal gears were damaged. As the gears were damaged, this prevented the tabletop from remaining locked. An exact cause of the damage to the gears could not be determined. The user facility was provided a replacement slide assembly which was installed shortly after the reported event. No issues have been reported with the replacement slide assembly.

Manufacturer narrative:
A steris service technician arrived onsite and found that the table slide assembly was not working properly. As the table slide assembly was not working properly, this allowed the tabletop to slide without command resulting in the reported event. The table is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician replaced the table slide assembly, tested the table, confirmed it to be operating according to specification, and returned it to service. The slide assembly will be returned to steris for evaluation; a follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported at the beginning of a patient procedure their 5085 surgical table was in trendelenburg position and the table top began to slide in a downward direction without being commanded to do so. The table was evaluated by the user facility's biomed department resulting in a procedure delay. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Steris received medwatch report (mw5116421) on april 12, 2023. Following receipt of the report, steris confirmed that an investigation for the reported event was previously completed and MDR # 1043572-2021-00026 for the event was submitted on april 21, 2021. No additional issues have been reported.